Event description:
Information received a smiths medical trippinglevel 1 hotline low flow systems - hl-90 lim alarms when two devices are plugged in. This occured in the operating room when the device was set up. Only occured when two devices plugged in and when one device plugged in ,no alarms displayed, as circuit was not overloaded. Event occured when setting up in the operating room and no patient involved.

Event description:
Investigation results completed and summary in h -10.

Manufacturer narrative:
Investigation results completed on a smiths medical level 1 hotline low flow systems . Physical condition of device revealed enclosure to be dirty and scuffed. Reservoir damaged around cover and bolts with contamination noted. Pole was dirty along with line cord is old and worn. Testing confirmed complaint of electrical alarms. This was isolated and caused by pcb ( primary circuit board). No action taken to replace the pcb board, as the device was disheveled on arrival and will be scrapped. Updated fields. B 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.